Event description:
Same case as MFR. Report# 3005099803-2009-00912, 3005099803-2009-00914. Event determined to be reportable based on device analysis approved 02/09/2009: it was reported that during an endoscopic retrograde cholangiopancreatoscopy (ercp) procedure, three handle detachments and deployment difficulties occurred. The lesion was located in the common bile duct (cbd). It was not known which device was advanced first, however, at an unspecified time, the handle separated from the catheter on each of a 10mm x 60mm and 10xx x 80mm endoscopic covered biliary stent delivery systems (sds) and a 10mm x 80mm rx wallstent sds. It was further reported that an unspecified endoscope used during the procedure was "torqued". The procedure was completed with an unspecified device from another manufacturer. No patient injuries or complications were reported. The patient's status is reported as "fine". Device analysis revealed a shaft break.

Manufacturer narrative:
Visual examination of the returned device noted a break in the blue exterior shaft approximately 12cm distal to the t-bar. The inner shaft was intact, however, the inner was severely kinked 2.2cm distal to the distal edge of the break site. The shaft was kinked approximately 60cm proximal to the distal edge of the tip section of this device. The shaft was not detached from the deployment handle. An examination of the stent through the clear outer found no damages. The shaft was dissected and the other sheath was retracted deploying the stent with no issues. An examination of the fully deployed stent found no anomalies. A review of the manufacturing documentation for this batch found that the device met its material, assembly and product specifications. The most probable root cause can be attributed to operational context due to anatomical/procedural factors encountered during the procedure, which limited the performance of the device.